Event description:
Event description boston scientific crm received information that the pt implanted with this cardiac resynchronization therapy defibrillator (crt-d), which is included in this advisory population, expired in 2004. The cause of death was not specified to us. The family of the decreased pt has retained legal counsel and filed a lawsuit. There was an allegation that an unspecified device malfunction may have contributed to the pt's death.

Manufacturer narrative:
Event conclusion as of this report, the device has not been returned to boston scientific crm (formerly guidant) for analysis. It is suspected that this device was buried with the pt. There is no additional information related to this event. Boston scientific crm will continue to investigate the complaint, and if additional information becomes available, the event will be reopended. On august 1, 2005, guidant, now boston scientific crm, issued an advisory update describing various clinical behaviors associated with a magnetic switch. Manufacturing changes to prevent this failure were made in july, 2005. This device was manufactured before july, 2005 and is included in this population. Boston scientific crm does not have sufficient information to determine that this device behaved in the manner described in the advisory.